Event description:
Distributor reported an issue with this freestyle meter. Upon product investigation, it was discovered the meter exhibited the memory overwrite malfunction. Upon product investigation, it was discovered the meter exhibited the memory overwrite malfunction. There was no report of death serious injury or mistreatment.

Manufacturer narrative:
The product has been received. It is under investigation; a follow up report will be submitted. Customers and retailers have been informed through the adc fa16may2006 letter.